Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety shield separation with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to safety shield separation as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "I received a call this morning that the safety gauge on the 21 gauge needles are breaking off while be activated. The phlebotomist reported it to the site supervisor and the lot number is 9099921. She said it has happen 9 times this morning." 9 occurrences were reported, but the dates/times were not given.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shield failure occurred with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "I received a call this morning that the safety gauge on the 21 gauge needles are breaking off while be activated. The phlebotomist reported it to the site supervisor and the lot number is 9099921. She said it has happen 9 times this morning." 9 occurrences were reported, but the dates/times were not given.